Event description:
The customer reported the system displayed an error message and was unable to clear the error message. The surgeon was unable to perform any surgeries as the back up unit was in use. A total of 3 cases were cancelled. The customer stated one patient had pre-op drops. The customer did not wish to complete a questionnaire as he felt there was no other impact to patients.

Manufacturer narrative:
The company service representative examined the system. The fluidics module was replaced to correct the error message displayed. The fluidics module was sent for in-house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.